Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient attempted to remove second patch and it damaged her skin. Rash was described as under the patch adhesive only, red - raised, broken skin, and itching. Doctor advised to remove and return device. There was no alleged device malfunction contributing to the irritation. Outcome of the rash is unknown.